Event description:
It was reported that the suture broke during a carotid artery incision. The patient's incision had to be reopened and re-sutured. It is presumed that surgery was extended by more than 30 minutes.